Manufacturer narrative:
The device arrived fully deployed. Timeouts and a drive stall was observed in the download data. Rerun of the pod replicated the timeouts and the drive stall. It could not be conclusively determined whether the drive stall prevented the needle mechanism from deploying after second prime. The exact cause of the reported event could not be determined. Brass shavings and markings were observed on the leadscrew and plunger body. The leadscrew threads were also observed to be damaged. It could not be determined whether the brass shavings or the damaged leadscrew threads contributed to the high pulse width and drive stall observed in the device run data. The exact cause of the high pulse width with drive stall could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle mechanism deployed late; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.